Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1922bcm suture anchor, biocomposite pushlock® sp 4.5 x 28 mm serial/batch number (B)(6) was received for evaluation. Upon visual inspection, it was noted that the device arrived with the eyelet and the bio on the shaft. Damage, such as nicks, was observed on the bio/screw, and dents, similar to nicks, were noted on the eyelet. Functional testing was performed moving the inner shaft to check for resistance/damaged. No problem was found. The most likely causes of the reported failure is a user error improper surgical technique. Directions for use. Dfu-0087-eor3_fmt_en. Corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions: 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a biceps tendon surgery the anchor did not separate from the driver. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.